Event description:
It was reported that the pt presented with abdominal pain post filter implant. A CT scan identified that three filter limbs were perforating the vena cava and the filter appeared to be tilted. The degree of tilt was unk. Reportedly, it is unk if the abdominal pain was related to the filter. There were no interventions performed. The filter remains implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.